Event description:
A us distributor returned a battery pack indicating that the battery was unable to power on a test monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The cause for the battery failure was isolated to excessively discharged battery cells. The root cause for the defective discharge could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery pack indicating that the the battery was unable to power on a test monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (will not power on test monitor) has been confirmed. As received, the battery was non-functional in a monitor and charger. A root cause investigation is currently underway. A supplemental report will be sent, upon completion of evaluation. No adverse event resulted from the defective battery pack.